Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices following an unrelated surgical procedure. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Product #1 pi main [pi-2020-0188035-01] a case of no ipg communication was reported to abbott. The system may not have been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Analysis of cp logs confirmed the ipg was in service app mode. The patient's ipg was replaced to reestablish effective therapy. Actions have been taken to prevent reoccurrence. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated that surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.